Event description:
It was reported that pump buttons at times were unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.